Event description:
A malfunction alarm identified as "malf 15" was reported by a customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with this process, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappears, which the customer acknowledged.